Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: manufacturing location: monument manufacturing date: 10-sep-2019, expiration date: 01-aug-2029, part number: 04.037.944s, 9mm/130 deg ti cann tfna 235mm/right - sterile, lot number: 15l9021 (sterile), lot quantity: (B)(4). One piece was scrapped in cell, qa final inspect, for an unacceptable surface finish- dings, scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn 16618 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 14l2696, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: h794568, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 22-feb-2019 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 5l09630, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: 10l8564, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of test was reviewed and determined to be conforming. Lot summary report dated 19-jun-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through 08apr2021.the image(s) was reviewed, and the complaint condition is unconfirmed as the picture did not show any signs of brakeage in regards to the nail. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, procode, manufacturer name, city and state, serial #,PMA/510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, an unknown trochanteric fixation nail-advanced (tfna) nail was broken. No further information provided. This report is for one (1) unknown tfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 04.037.944s, lot #: 15l9021, manufacturing location: selzach, supplier: (B)(4), manufacturing date: 09-sep-2019, expiration date: 01-aug-2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: tfna fem nail ø9 r 130° l235 timo15 (p/n: 04.037.944s, lot #: 15l9021) was returned and received at us customer quality (cq). Upon visual inspection, the tfna nail body was observed to be cracked at the locking screw slot. Additionally, scratches and discoloration were observed which could have been caused during explantation of the device. No other issues were observed with the returned device. Reported condition of broken could not be confirmed as the device did not break apart into 2+ pieces. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Document/specification review: based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed: ti cannulated trochanteric fixation nail-advanced 130 deg no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion additional information provided by the sustaining engineer and the medical safety officer states the following: the alleged nail was too short which placed the single distal locking screw near the inferior level of the fracture line (estimate 25mm ¿ 35mm from the images). Given the relative stability of the femoral head and neck this construct would result in the peak stress occurring at or near the distal locking hole and weakest point along the shaft of the nail. The revised nail is a bit longer but would be more stable had a full length nail been used for the revision but also understand that many surgeon favor shorter nails for easier distal locking. Short im nails often have aiming arms to lock distally, no freehand locking skill required. The complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.